Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they always have an issue with air bubbles in the reservoir. The air bubbles are visible between the o-rings. Customer's blood glucose level was 25 mmol/l. The device was not returned.